Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The event occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp displayed abnormal symbols and closed the clamp at the same time. The issue was found out during priming. There was no patient involvement.

Manufacturer narrative:
H.10: the affected device was requested back to the manufacturer site for further investigation. The reported issue could be reproduced only once during tests. The processor board has been replaced as precaution. Since the reported issue could be reproduced only once, it could not be possible to identify a root cause of the reported event. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial report.